Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient age at time of event, date of birth, and weight, not reported. Date of event is unknown. The event is considered to be when the tissue irritation began. Catalog # and serial # () not utilized by trilliant surgical. Expiration date , not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. *see note below. Implanted date (6a) and explanted date (6b) not reported. Concomitant medical products and therapy dates not reported. Initial reporter facility, telephone and fax (e1) not reported. Device bla number (g4) is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Device manufacture date (h4) could not be confirmed. Note: because plate orientation (right or left) is unknown, brand name and model # feature 'x' in place of the orientation identifier. Due to this unknown orientation and lack of details from the initial reporter, lot # and unique identifier (UDI) #, and device manufacture date could not be confirmed and all possibilities are listed below. Investigation (including evaluation summary of device(s) returned to manufacturer [if part returned]): evaluation of similar complaints the complaints log was reviewed to identify any similar events involving mib removals between september 2019 and september 2020. Twenty (20) similar complaints were identified. Of these 20 identified complaints, the root causes were as follows: unknown (15), patient noncompliance (2), failure to follow the IFU (1), tbd/investigation in-process (2). None of these related events can be confirmed to contain parts from the same lot number as the reported event. Device history record (DHR) review while the specific lot number of the involved plate could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's inventory: part number: 300-70-001 (minimally invasive bunion plate, right), lot #tsl006955 manufactured 01/21/2019, UDI (B)(4), which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part number 300-70-002 (minimally invasive bunion plate, left), lot #tsl007568 [manufactured 06/28/2019, UDI (B)(4), which had no associated ncrs, rwks, or deviations. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: minimally invasive bunion plating system instructions for use, IFU 900-01-016 revision d corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual inspection, dimensional inspection, and simulated use testing no parts were returned, so visual and dimensional inspection could not be conducted. Per the email correspondence provided by the sales representative on 10/06/2020, doctor 1 experienced the lag screw backing out after performing the implantation procedure. A slideshow entitled mib opportunities for improvement was prepared by a trilliant surgical r&d engineer in august 2019 in efforts to replicate the reported failure mode. The failure mode was able to be recreated as seen in the slideshow. Investigation conclusion: doctor 1 stated that tissue irritation occurred. The sales representative was unable to provide any further information regarding doctor 1's observation. The only information the sales representative is aware of and stated in her email correspondence received on 10/06/2020, is "that every [mib hardware] that he removed was due to the lag screw backing out." The lag screw backing out is suspected to correlate to the observed tissue irritation, but could not be confirmed from available information. CAPA (B)(4)previously identified the issue of interfrag (tiger) screws backing out of mib hardware, similar to this complaint observation. Within the investigation performed in CAPA (B)(4), it was determined that the interfrag screw backing out is likely a result of not selecting a screw that is long enough to achieve appropriate bone purchase. CAPA (B)(4)references the statement in the IFU that guide wires should be "inserted to the correct length through the wire guide holes in the assembly." It is necessary that the guide wire achieves the correct length to ensure that the correct length of screw is selected. Although CAPA (B)(4) identified the same failure mode associated with this complaint, there are no specific details provided surrounding the implantation surgical technique (accurate use of depth gauge, countersinking, guide wire placement, etc.). Similarly, an x-ray is not available to assess if fusion occurred or if the k-wire was placed correctly (protruding through the distal / lateral cortex). Thus, the root cause of the lag backing out post implantation cannot be confirmed. As such, the root cause is unknown.

Event description:
On (B)(6) 2020, doctor 1 responded to the "2020 product & services survey" with a "poor" rating towards trilliant's minimally invasive bunion (mib) plating system. In the required notes section, doctor 1 stated, "mib did not maintain good correction of im angle. 4 out of 5 plates had to be removed due to soft tissue irritation." A trilliant surgical sales support specialist followed up with doctor 1 via email to gather further data surrounding the aforementioned feedback. In trilliant's qms, doctor 1 and the local sales representative had previously reported of two mib plate removals (seen in MDR reports 3007420745-2020-00009, 3007420745-2020-00010, and 3007420745-2020-00011). This left two (2) of the four (4) mentioned removals previously not reported. The sales support specialist followed up with the following email to further deduce which case experienced the complication: "good morning [doctor 1]! I just spoke with [sales representative] in regards to contacting you about your response on trilliant's 2020 products & services survey. First off, I want to thank you for completing that so quickly and being so kind with your ratings! I did want to follow up with you on the comment you had regarding the m.i.b system in particular. In your explanation, you noted "mib did not maintain good correction of im angle. 4 out of 5 plates had to be removed due to soft tissue irritation." What I wanted to gather from you (we can speak on the phone if that is a better form of communication / you can forward all details to [sales representative] regarding the removals if that works best for you) were a few details regarding the removals and what initially happened at the post-operative review. [Sales representative] has already reported 2 of your 5 implanted mib plates (case details will be provided below of those reported) so I will be capturing the other 2 removals this follow up. Complaint: (B)(4) [MDR reports 3007420745-2020-00009 and 3007420745-2020-00010]: on 01/03/2020, [sales representative] reported that you removed a plate on (B)(6) 2019 at [facility x] on a (B)(6) year old female patient because the plate was "too proud and the patient could palpate the plate" originally implanted on (B)(6) 2019. Complaint: (B)(4) [MDR report 3007420745-2020-00011]: on 01/10/2020, [sales representative] reported that you had a removal on (B)(6) 2020, (originally implanted on (B)(6) 2019 at [facility x]). The patient gender was female, but age was unknown at time of report. The following remaining procedures that you utilized a mib plate with (that look to not have removals associated with them as of today) are below: at [facility y], (B)(6) year old female patient, implanted on (B)(6) 2019. Mib right plate used. At [facility y], (B)(6) year old female patient, implanted on (B)(6) 2019. Mib right plate used. At [facility x], (B)(6) year old female patient, implanted on (B)(6) 2019. Mib left plate used. Can you reference which cases above are the 2 other removals that haven't been reported yet? You can reply on this email with a yes, or no near the case date to simplify the process. If so, my next email or phone call (whichever you prefer) will follow up with reporting requirements we will need to document the removal. This should take no longer than 5 minutes or [sales representative] can follow up with me. Thank you so much and have a great rest of your day!" To which doctor 1 followed up on 09/20/2020 with: "I understand you want more info but really don't feel it is necessary to spend any additional time tracking down all this information. I was not happy with the mib product but loyally support your implants." On 09/21/2020, the sales representative requested to be the final correspondence with doctor 1 to obtain any other details. Further details may be obtained by sales representative. This shall be one (1) of two (2) of the mib plates reported from doctor 1's 2020 products & services survey response. Please see MDR report 3007420745-2020-00042 for the other removal.